Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). No erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information concerning the ft4 assay. The sample was initially tested only for ft3 at the customer site on an e602 analyzer. The sample was then provided for investigation, where it was tested on another e602 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer.

Manufacturer narrative:
For investigation, the sample was measured on the e411 analyzer on (B)(6) 2017 and on the e602 analyzer on (B)(6) 2017. Medwatch field has been updated. The patient sample was provided for further investigation. The ft3 and ft4 values generated by the customer and during initial investigations could be duplicated. Further investigations of the sample detected an interfering factor which interferes with a component of the ft3 and ft4 assays. This limitation is covered in product labeling.